Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported that during a hand-asssisted anterior resection, one of the buttons kept sticking and eventually it was pressed in more than it should be and only intermittently working. Not noted how case completed. No patient consequence.